Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is "showing high impedance and does not discharge software". There was no reported patient involvement/adverse patient impact.